Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . The patient reported that her ins depleted sometime in 2012. They realized it wasn't working so they replaced it. No other problems were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.